Event description:
Attorney reported: in 2006 - pt had surgery to repair a large hernia and a redesigned bard composix kugel mesh patch was implanted. In 2008 - pt had a CT scan performed that showed an abdominal wall abscess at implant site. Two days later - abscess ruptured and pt was treated at a wound care facility. The following month - pt underwent surgery to repair the damage and remove the mesh. Per operative report, the mesh had a broken ring causing a bowel perforation, abdominal wall abscess, reherniation, and was partially incorporated and unincorporated with the abdominal wall. The mesh was not replaced. The same month through the following month, pt received wound care treatment three times a week. From the following month, approx for four months, pt received treatment for wound care exploration and debridement. On 11/06/2008 - pt had surgery to drain and debride the wound that was created by the damage caused by the mesh.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.